Manufacturer narrative:
Concomitant products: addr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that one of their leads is broken and needs to be replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.